Event description:
It was reported that during a laparoscopic hernia repair procedure, teflon pad came away from jaws completely. Theatre nurse noticed and pad was retrieved from patient without harm. Teflon pad to be returned with shear. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.